Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, d.6b, d.9, g.1, g.2, h.3, h.6.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade "ii/iii". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, wear abrasion and white particles outer device. Leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV and later indicated a baker grade "2-3". The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.